Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient was scheduled to get more stimulation in his low back. The patient stated when he is sitting stimulation is in his back, but when standing or walking he feels very little in his low back. The patient was given a new "a" to get in low back. The patient stated with this group his stimulation is getting in low back where it is needed. The patient also walked around for approximately 5-10 minutes to confirm stimulation was giving him coverage. The patient stated that stimulation felt great after testing while walking around. The patient in of the middle of reprogramming told the rep that they had fallen on wednesday ((B)(6) 2018) when shampooing the carpet. An impedance check showed all contacts with within normal limits. The patient denies all other complaints at this time. The issue was reported to be resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the patient¿s stimulation issues was unknown. It was reported that the stimulation coverage issues were resolved. No further complications were reported/anticipated.